Event description:
It was reported the patient experienced ineffective stimulation. Surgical intervention took place on (B)(6) 2026 wherein the lead was attempted to be explanted but was unable to due to being scarred in. Patient is not receiving effective stimulation.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.